Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "during cath lab procedure stents were placed, the distal tip of an interventional guidewire (run-through ns) became trapped between 2 stents, it kinked and subsequently broke off. Many attempts were made to expand the stent struts and retrieve the tip using various balloons; however, they were unsuccessful. This distal tip of the guidewire was retained in the patient's right coronary artery (rca). Additional information was received on 16 may 2022: the procedure performed for the patient at the time the issue occurred was a percutaneous transluminal coronary angioplasty (ptca) with stent. The patient condition was stable. There will be no additional attempts to retrieve the wire from the patient's coronary artery (rca). The approximate size of the distal tip retained in patient is approximately 30mm. The equipment/other devices used with the reported product was a resolute onyx stent, nc euphora balloon and sapphire ii pro balloon.